Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 610.4 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient's father told the doctor that the pump was alarming for unknown reasons. The pump logs were read and it showed that a motor stall had occurred with no recovery noted. It was noted the patient did not have any signs of baclofen withdrawal so the plan was to bring the patient back into the office in the next couple of days to re-evaluate. No surgical intervention was scheduled and it was unknown if any was planned. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving lioresal (2000 mcg/ml at 610 mcg/d) via an implantable infusion pump. The patient had a medical history that included spastic cerebral palsy and scoliosis. It was reported that the patient was experiencing increased spasticity and irritability. When the pump was interrogated several days later the motor stall was still active. The pump was replaced. It was reported that the issue was resolved and the patient was alive with no injury. The explanted pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative on 2019-mar-17. It was reported that the pump stalled on (B)(6) 2019 at 01:18 and recovered on (B)(6) 2019 at 00:25. The pump stalled again on (B)(6) 2019 at 16:35 and recovered on (B)(6) 2019 at 17:32. The final stall occurred on (B)(6) 2019 at 15:38 and that stall did not recover. No further complications were reported.